Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4 e1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient 4 faced infusion set leakage at site event on 13-may-2024. Infusion set has been used for 4 days. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.